Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens implant surgery. The lens was explanted.

Manufacturer narrative:
The device was returned and evaluated. One haptic was bent-gusset and distal area. The optic was scratched-rejectable and is torn/split/cracked (possibly cut from both optic sides, leaving a very small optic portion still attached in the center of the optic). The optic had add'l cracked areas. Neither the optical resolution nor the lens diopter could be verified due to the optic damage. While we are unable to determine the origin of the lens damage observed, it reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documentation indicates the lens met all optical and final release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/11/2008, 02/12/2008 and 02/29/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/07/2008.